Manufacturer narrative:
Device was not implanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after the doctor gained access with the intro needle he inserted a mini guidewire ik device. After multiple attempts to advance, the wire could not be removed from the needle. The wire and needle were pulled out together and the wire tip was noted to be mangled and "tied in a knot". The doctor tried to advance two different sheaths, however, they would not advance. The doctor then switched to a regular pinnacle sheath and proceeded with the case. There was no injury to the patient. The patient was stable. The procedure outcome was successful. Additional information was received on 8/13/18. The procedure being performed was a peripheral intervention (left leg).

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.